Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment and was found to be normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device reported several increased hv lead impedance measurements since implant. It is suspected that there are issues with the svc coil. The patient underwent dft testing and the svc was programmed off. The device remains implanted.

Event description:
New information received that the device was explanted.